Event description:
The customer reported "touchscreen lags and takes longer to go to the next screen". There was no reported adverse impact to the customer. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.